Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, vomiting, and nausea. Reportedly, customer was using humalog supplies for over 48 hours. Bg was addressed via intravenous insulin and saline. Additionally, customer's healthcare provider updated pump basal rate settings. The customer left the ER 8 hours later with no permanent damage sustained.